Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the consumer's surgeon knew of another patient who had overdose issues with their pump. The consumer did not know any details about the allegation. The patient's information, drug being delivered via the device, other medications being taken, diagnostics/troubleshooting performed, actions/interventions taken, cause of the overdose issues, and outcome of the event were not provided at the time of this report. If additional information is received, a follow-up report will be sent.